Manufacturer narrative:
Correction made to "no" and to "reuse".

Manufacturer narrative:
The correct aware date is (B)(6) 2017.

Event description:
Doctor reported that the patient¿s husband found his wife jerking erratically, foaming at the mouth, unconscious for two minutes, and noted she bit her tongue and wet herself. He tested her blood glucose (bg) and it was reading at 5.9 mmol/l (106 mg/dl). She was then taken to the hospital with a tonic-clonic grand mal seizure. They did not provide any further information regarding the hospitalization or to the patient¿s treatment. It was determine that the bg meter in the omnipod personal diabetes manager (pdm) did not read the values correctly. A bg meter comparison was performed and the history was as follows: bg (mmol/l) (mg/dl), patient¿s pdm 6.8 123, doctor¿s bg meter 2.0 36, omnipod representative¿s pdm 2.2 40. The pdm could not be returned as it was lost.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate measurement or to determine if it could have contributed to the patient's seizure and hospitalization. No product lot number was reported; therefore, no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 79-80. You should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel. Checking your blood glucose 7 / page 96. Warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9. Mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 114. Frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
Doctor reported that the patient¿s husband found his wife jerking erratically, foaming at the mouth, unconscious for two minutes, and noted she bit her tongue and wet herself. He tested her blood glucose (bg) and it was reading at 5.9 mmol/l (106 mg/dl). She was then taken to the hospital with a tonic-clonic grand mal seizure. They did not provide any further information regarding the hospitalization or to the patient¿s treatment. It was determine that the bg meter in the omnipod personal diabetes manager (pdm) did not read the values correctly. A bg meter comparison was performed and the history was as follows: bg (mmol/l) (mg/dl). Patient¿s pdm 6.8 123 . Doctor¿s bg meter 2.0 36. Omnipod representative¿s pdm 2.2 40 . The pdm could not be returned as it was lost.